Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient's family member reported a loss of therapy, but could still feel stimulation. It was noted that the patient had a fall that may have happened around the time that therapy lost efficacy. The caller thought the fall/loss of therapy happened about 6 months ago in (B)(6) 2016, but was not certain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that patient had an appointment on (B)(6) 2016 at healthcare provider office's to meet with a company representative (rep). Patient can still feel stimulation but it was not helping the leakage. Patient was back to wearing pads. They hoped the rep can help them. They stated they would call back if they are unsuccessful.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that patient met with medtronic representative on (B)(6) 2016 and they changed program for patient so patient would monitor now symptoms with new program. Patient would follow up if the symptoms did not get resolved.

Event description:
Additional information was received from the patient and it was reported that the patient had a new device implanted on (B)(6) 2016. The patient reported that the implant was non-functional, possibly due to falls the patient incurred. The patient reported that the loss of therapy resulting in leakage had not definitely been resolved but was to have meeting with a manufacturer¿s representative on (B)(6) 2016 to hopefully get the problems resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.